Event description:
Our affiliate is reporting that during a knee repair some metal shaving were observed emanating from the guide and trocar of a cross pin kit and falling into the pt's joint space. At this point in time, this is all of the info that has been made available to mitek

Manufacturer narrative:
Mitek is at this point in time, awaiting the complaint device towards conducting a root cause analysis. When we have reached conclusions, those results will be posted onto the follow-up report.